Manufacturer narrative:
The device was received not deployed. Despite multiple attempts, communication could not be established between the device and the master pdm. As a result no data could be obtained from the device. Without the data it cannot be determined why the device did not deploy. The sma wire assembly was found to be out of specification. No damages or defects were found that would result in the sma wire measuring out of specification. All three batteries were found to have insufficient voltage. No damages or defects were observed that would result in all three batteries having insufficient voltage. It could not be determined if either the batteries or the sma wire assembly contributed to the failure of the device to deploy.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm, the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming, that the device deployed the cannula correctly.

Event description:
It was reported, that the needle did not move forward, when the pod was activated. This indicates a needle mechanism failure. The pod was not worn.